Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a revision surgery. During the surgery, the hardware was removed from the patient's femur and used ria to get bone graft from operative femur due to a nonunion from the previous surgery. Surgeon revised femur using a universal femoral nail, and a va condylar plate. He then put in bone graft collected from ria in the nonunion site. The procedure was successfully completed. The patient's surgery was revised. This complaint involves fourteen (14) devices. This report is for (1) 4.5 thrd cerclage positioning pin-sile. This report is 3 of 14 for (B)(4).